Event description:
During repositioning of infant in bed, the umbilical artery catheter (uac) snapped apart at connector-tubing line interface.

Event description:
During repositioning of infant in bed, the umbilical artery catheter (uac) snapped apart at connector-tubing line interface.